Event description:
The customer reported via phone call that they had a button error alarm. The customer also reported the buttons on their insulin pump was unresponsive. Customer has performed a battery change, but the anomaly persisted. Customer stated they did not press any buttons for three minutes or longer. The customer also did not drop or bump the insulin pump. The customer's blood glucose was 6.4 mmol/l. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.